Event description:
The customer reported an oil mist. The customer stated that there were no physical complaints related to the reported oil mist. The asp field service engineer repaired the unit.

Manufacturer narrative:
.